Event description:
This event occurrence time is unknown. The date of occur is unknown. There was no report of patient harm. No knowledgement of adverse event. Refer to expiration date as complaint notification. Customer advised: air/water nozzle missing.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type?

Manufacturer narrative:
Evaluation summary: in the event, the nozzle and the nozzle adhesive peeled off due to the action of an external force or the like. In the complaint, there was no report that it fell off inside the body, and it is thought that it fell off during reprocessing or transportation.